Manufacturer narrative:
(B)(4). The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker and right ventricular (rv) lead exhibited intermittent loss of capture which resulted to greater than 2 seconds of asystole. The patient was admitted to the hospital for a hip replacement and while on telemetry, loc was detected. Impedance and sensing trends remained steady, except for high pacing threshold values observed on this rv lead. The physician decided to replace the lead and the device. The cause of the observation was not determined. The rv lead was surgically abandoned while the device was explanted. No additional adverse patient effects were reported.